Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no cutter action. The timing of the event and patient involvement are unknown at this time.

Manufacturer narrative:
Additional information is provided. The pneumatics module was received for evaluation. A visual assessment of the returned sample found there were no visual non-conformities. The sample was installed in a calibrated system and system message (sm) was displayed. The sample had reduced cutting performance, but there were no definitive findings found. Further evaluation eliminated all hardware failures, indicating a possible firmware issue. However, the reported issue cannot be conclusively determined. The root cause was attributed to the firmware issue. However, it cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in date of event, adverse event or product problem, device evaluated by MFR, event problem and evaluation codes. The system was examined and the reported event was replicated. The pneumatics module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 17, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming pneumatics module. However, how or when the module became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information indicates this event occurred during a surgical procedure. The system was exchanged to complete the procedure with no patient harm.